Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity, cancer and bladder issue. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney disease/toxicity, cancer and bladder issue. Medical intervention was not specified. The device was returned to the third-party service center for evaluation. During servicing of the device, scratched lcd screen was observed. There was no evidence of foam degradation. The device has been scrapped. Device information has been updated in this report. Section d1, d2, d4, g2, g4, h4 and h6 have been updated accordingly.